Event description:
The following has been reported: (B)(6) reported: brock pump sn (B)(6) on (B)(6) 2024 would not accept user ID number. Began alarming (type of alarm not provided). Nurse had to power pump off to stop alarm. Unknown if infusion was running at the time. No patient harm. On (B)(6) 2024 powered up without alarm. Confirmed pump now accepting user ID. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: resistor drive not engaged (found defective) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Complaint was flagged for a potential mechanical hardware failure (vr coupler). Took a known good administration cassette and loaded it into the pump. The pump proceeded with its normal cassette loading procedures with no issues or alerts of a misloaded set. Ejected the cassette and then repeated the entire process for a total of 10 times with each one giving no indication of any faults. A final acceptance test was performed to test the pumps functionality. The test was performed several times, and each time the test was performed the pump passed with no issues. The pump was reverted to manufacturing mode and a resistor calibration test was performed. The pump was not able to pass resistor calibration testing. The resistor drive motor was identified as the defective component. Additionally, it was discovered during investigation that the power wire for the air compressor was pinched and will need replaced. The pump will undergo all necessary functional testing and then will be reviewed for quality release. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.